Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother susan that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 500mg/dl. Customer was treated with insulin drip. No additional information was provided.